Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after loading a cartridge with 150 units of insulin, the customer received a minimum fill message. Reportedly, the contact added more insulin to the existing cartridge, and continued to receive minimum fill messages. There was no impact to the customer's blood glucose level. The customer was able to load a new cartridge successfully.